Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the quality engineer, there was no problem found with the handpiece. The device was returned to the account.

Event description:
It was reported that during sterilization, metal shavings came out of the handpiece. There was no pt involvement and no reports of adverse consequences due to this event.